Event description:
1. The customer reported that erroneously low white blood cell (wbc) and/or hemoglobin (hgb) results without instrument generated flags were generated on a coulter lh 500 hematology analyzer over multiple days. This report represents the erroneous low white blood cell (wbc) and hemoglobin (hgb) results without instrument generated flags generated on a coulter lh 500 hematology analyzer for one patient's samples on (B)(6) /2012. Beckman coulter inc. Assessment of customer supplied patient data indicated the generation of five, single patient sample hgb and wbc results which were erroneously low in comparison with the results recovered from a redrawn patient sample tested on the same instrument. A corrected report was issued. The erroneous hgb and wbc results were reported outside of the laboratory and were questioned as the sample failed a delta check for mean cell hemoglobin concentration. There was no death, serious injury or modification to patient treatment associated with this event. The sample was collected the same day and stored at room temperature. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Beckman coulter inc. Assessment of customer supplied instrument/analyte performance data indicated that parameter values were within published performance specifications before and after to the event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) identified that the blood sampling valve (bsv) actuator had stopped working and replaced the actuator. The fse also replaced specific aspiration pinch valves as a preventive measure. Upon completion of the necessary repairs, the instrument was returned back into operation. The cause of the erroneous results was the bsv actuator. Mdrs associated with this event: 1061932-2012-02269, 1061932-2012-02273.